Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that it was taking too long to recharge the ins and reprogramming was done but after the reprogramming they now recharge more frequently. It was reported that the manufacturer representative programmed the device so that stimulation can't be felt and advised that it will result to recharging more frequently. No patient complications have been reported because of this event. No symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.